Event description:
A surgeon reported a pt with an unexpected postoperative refraction five years following an intraocular lens (iol) implant procedure. In a follow up, the surgeon reported the event continues. The surgeon reported she does not feel the lens caused or contributed to the event. A piggy-back lens was implanted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Add¿l info was requested on 04/27/2012 by fax and mail. A completed questionnaire was received on 05/03/2012. (B)(4).